Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose, weak battery, and blank display and off no power anomaly from the insulin pump. The customer's blood glucose reading was 404 mg/dl. The customer treated with a bolus from the pump. Customer reported the type of battery in use was (B)(6). Troubleshooting was performed and the display returned. Customer declined to troubleshoot for high readings.